Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the pump¿s black box showed a cs 064 call service alarm in the alarm history. During testing, the pump was powered on with no alarms. The pump rewind, load and prime steps were performed successfully and the was exercised for 12 hours with no call service alarms occurring. The pump case was removed and evidence of moisture corrosion was found on the motor flex connector inside the pump. The complaint of a cs 064 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.